Event description:
Customer reported erroneous high access free t4 (thyroxin) test results were obtained for two pt samples when using the unicel dxi 800 access immunoassay system. The erroneous high test results were reported out of the laboratory. Repeat analysis was performed. The test results were within the normal range. No reports of death or serious injury, and no effect to pt treatment as a result of this event. This is event 2 of 2 reported by this customer. An MDR was filed for each of the two pts, as the malfunctions occurred on two separate dates.

Manufacturer narrative:
Both levels of quality control for access free t (frt4) were within the customer's established ranges prior to and after the event. Review of archive data and reagent inventories shows that frt4 reagent pack serial number (s/n) (B)(4) was loaded on both of the customer's dxi instruments (s/n 601(B)(4)). The initial results were all obtained from frt4 reagent pack s/n (B)(4). Service was not required for the analyzer. The investigation of the event determined root cause to be due to "pack sharing" between the two unicel dxi 800 access immunoassay systems in the customer's laboratory. Pack sharing is not allowed per product labeling. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for additional reportable events. This event 2 of 2 reported by this customer. The related MDR is 2122870-2011-05345.